Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 889-28, lot# va0k4bb, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that a patient was in a car accident the prior week and she had a sudden onset of symptoms. The patient had constipation, even the urine wasn¿t coming out, and nothing came out even though it wanted to come out. The patient had turned stimulation up from 1.5 to 1.7. Things were fine until recently and the patient had bowel and urinary incontinence prior to the implant. The patient had follow-up scheduled for the following week. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.